Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was unknown. The customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test or verify critical pump error due to blank display.